Event description:
It was reported that the center locknut of the crosslink snapped off during tightening in surgery. There were no pt complications.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination found that the eyelet post has sheared completely. This type of failure is consistent with over torque during tightening. A review of the device history records found no documentation to indicate a non-conformance to specs.